Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the screen locks up. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When powered on the device displays a "no sd card" error message, in this condition the device is unable to function or obtain measurements. The sd card was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.